Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system, including a surgical lead, on (B)(6) 2011. Postoperative, it was noted by the manufacturer's representative that the implanted lead had expired. The physician was notified and has elected to leave the lead implanted. No patient complications were reported as a result of this event.